Manufacturer narrative:
Method: device history record review. Result: visual inspection of the returned product found the lens optic and both haptics torn, with a piece torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®). (B)(4).

Event description:
The reporter indicated the surgeon inserted a aa4204vl +15.50 diopter silicone single piece lens. The lens tore during insertion into the patient's left eye. The lens was removed with no enlarged incision or suture. No patient injury. Backup lens, same model and size was implanted. The physician stated the cause of this incident was loading error by the tech.